Event description:
According to the reporter, during a laparoscopic colostomy reversal low anterior resection (lar), while removing the device, the anvil popped off the stapler. The resident was able to grab and pull the anvil out from inside the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.